Manufacturer narrative:
During device evaluation, the reported issue (b30 error) was confirmed and found to be caused by a circuit board unit failure. In addition to foreign material, service found the air/water cylinder and the suction cylinder was discolored. The plug unit and the cable unit were corroded due to water leakage. There was a leakage due to pinching on the bending section cover, the insulation resistance value at distal end was out of specification due to a scratch on the plastic distal end cover, the bending angle in right direction was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was cracked, the connecting tube coating was peeling, and the universal cord coating was peeling. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported immediate picture loss and a b30 error code and an e216 error code (scope communication errors). The reported issues were observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a whitish foreign material was observed inside the j-tube (water jet channel). This report is being submitted for the malfunction found during device evaluation (foreign material inside j-tube).

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although we can presume that it was because reprocessing was not conducted properly. The event can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.